Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer informed the technical support engineer (tse) that they had an issue with not being able to take control of arm on the surgeon side console (ssc2). The customer received a message to follow on matching grip but was not able to take control. The customer was able to continue with the first ssc. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting issue with arms on the surgeon side console (ssc), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not reproduced. The fse replaced the master tool manipulator (mtm) as a precaution. The ssc was recalibrated by the fse. The system was tested and verified as ready for use. The probable root cause of the alleged issue with arms cannot be determined based on the information provided and fse's field evaluation. The field service engineer was unable to reproduce the reported problem. The fse's service visit did not reveal any issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: the customer could not take control of the arm after the start of the procedure due to getting a follow-on matching grip message. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not be reproduced but could be confirmed via error logs as having occurred. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab also passed.

Event description:
Refer to h10/h11 for follow-up information.